Event description:
No harm to patient. Iabp [intra-aortic balloon pump] catheter-balloon was unable to be unwrapped in the patients aorta to perfuse patient. Failed pressure was not recognized; no pressure was available, iabp catheter was removed and another ibp catheter was positioned.